Event description:
M/g ii stemmed tibial component broke through on medial compartment. Revision surgery was performed on the patient by dr. Broken tibial component was recovered and is enclosed. Pre-operative radiographs will be forwarded shortly. A gross defect of tibial bone is identified in radiographsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.